Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;324241?2?1 ?;3123786?21582?;21961,,D,437,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3131990?22065?;21616,,D,995,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3141418?22488?;22011,,D,206,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3176098?23916?;23415,,D,375,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3231088?27641?;27067,,D,298,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3303820?32131?;31552,,D,349,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3352330?36016?;35390,,D,516,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3372768?70274?;69252,,D,767,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3376167?36012?;35387,,D,67,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3420683?38949?;38264,,D,68,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3426228?39348?;38653,,D,372,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3467882?41942?;41190,,D,178,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3467950?41948?;41195,,D,18,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3470561?42106?;41359,,D,454,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3483664?42792?;42040,,D,462,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3488604?43188?;42433,,D,754,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3490640?43361?;42606,,D,625,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3491092?44001?;43235,,D,394,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3498005?44023?;43255,,D,335,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?2?1 ?;3498862?44144?;43380,,D,148,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem

Manufacturer narrative:
(B)(4). DUE TO SYSTEM LIMITATIONS, THE TYPE OF REPORT IS SELECTED AS 30-DAY, ALTHOUGH THIS IS A PERIODIC REPORT. IT WAS REPORTED THROUGH TRANSCATHETER VALVE THERAPY - TVT REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICE COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009. TVT DEATH SUMMARY ANALYSIS (B)(4).

Event description:
IT WAS REPORTED THROUGH TRANSCATHETER VALVE THERAPY (TVT) REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO 20 DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICE COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009.